Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - natural-knee ii non-porous stemmed baseplate catalog# 630701200 lot# 61749741, gender solutions natural-knee flex female non-porous femoral catalog# 00541401402 lot# 61789868, natural-knee flex prolong patella catalog# 00542000801 lot# 61773963. As received the device exhibits damage to the locking features on the distal surface along with discoloration and gouging on all surfaces. A fragment of the damaged locking tab is missing. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the articular surface. The primary surgical notes state that the patient underwent total knee arthroplasty (tka) to treat end-stage osteoarthritis of the right knee. The menisci and acl were excised, osteophytes were removed, and the femur and tibia cut. Trial reduction with a 16mm prolong ultra-congruent insert gave excellent stability, good tracking, and full extension. The pcl was excised for soft tissue balancing. The patella was prepared and the trial components removed. The tibial component was cemented, the poly insert then the femoral component were placed and the knee extended. The patellar component was also cemented. Excess cement was removed and the knee held in position until the cement hardened. There was good patellar tracking. No complication was noted. The revision surgical note state that the morbidly obese patient ((B)(6)) had a failed right knee tka after about five years due to failure of the locking mechanism of the insert, with displacement and pain. The other components looked fine. No evidence of infection was found. Per the package insert of the articular surface, fracture of the prosthetic knee component and pain are known potential adverse effects of this tka procedure. The insert also informs that complications and/or failure of total knee prostheses are more likely to occur in heavy patients. Given the damage of the returned articular surface, it is considered to have experienced accelerated aging and degradation. However, a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Root cause and investigation remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Operative reports received indicate that the locking mechanism was fractured and the insert was displaced.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient had an initial right knee arthroplasty in 2011. Subsequently, the patient was revised due to a fractured articular surface and pain.